Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown); after successfully delivering three shocks to the patient the device took an extended time to charge energy and timed out. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b3. The device was returned to zoll medical united kingdom for evaluation. The customer's report was observed during review of the device logs. A review of the log showed the event started with a battery calibration message and during the fourth charge attempt the device was unable to charge within the 25-second threshold. If the battery was not calibrated or experienced communication issues, the device may not recognize the battery's state of charge. The x series operator's guide (pn: 9650-002355-01) (rev: g) states "for best performance of the battery, you should recalibrate the battery as soon as possible" after seeing that calibration is required. The operator's guide also recommends that the user carries at least one fully charged spare battery in case a back-up power source is required. The device was put through extensive testing without duplicating a malfunction. The customer's battery used during the report was not returned for evaluation. The battery connection assembly was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.